Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and high capture threshold. Patient experienced bradycardia due to the loss of capture. This rv lead remains in service and no additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).